Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming vent inoperable, motor fault, and low peak inspiratory pressure (pip). The event log also shows the error post dac or adc error. The unit was on a patient at the time of the reported issue but there was no patient harm reported.

Manufacturer narrative:
Corrected data: changed from (B)(6) 2016 to (B)(6) 2016 as the day carefusion received information that an adverse event or medical device malfunction has occurred.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause could be identified.